Manufacturer narrative:
All available information for conducting this investigation was collected and no additional follow-up attempts will be performed.

Event description:
It was reported that the pump suddenly dropped from 3.7 liters per minute to zero liters per minute. The perfusionist exchanged the system controller and the low flow situation did to resolve. The patient returned to the operating room and underwent a pump exchange and started on inotropes. The pump was found to be completely full of clotted thrombus material. The cause could not be identified. The patient was in stable condition and recovering in the intensive care unit. The pump would be returned with the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of formations of coagulated blood that would have contributed to the reported decrease in flow. The observed formations appeared to have developed as a result of poor surface washing due to an interruption in flow through the pump; however, a specific cause for this interruption could not be conclusively determined through this evaluation. The controller and lvad event log files contained events from 23jan2023 and 24jan2024. Multiple low flow hazard alarms were captured. Two of these alarms were recorded on 23jan2023 and were transient in nature. An additional low flow hazard alarm was captured on 24jan2023 and was associated with a sudden decrease in estimated flow to 0.0 liters per minute (lpm), consistent with the reported event. Estimated flow was captured at 0.0 lpm for approximately 6-minutes. The driveline was later disconnected, consistent with the reported controller exchange. Shortly after the driveline was connected to the patient¿s backup controller, an additional low flow hazard alarm was captured. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. (B)(6) was returned assembled with the pump cable severed approximately 19¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft. The cuff lock appeared unremarkable. The apical cuff was not returned. Examination of the pump¿s blood-contacting surfaces revealed loosely adhered, jelly-like formations of coagulated blood. These formations were observed within the inflow extension lumen, pump outflow, interior of the outflow graft attachment, and the outflow graft lumen. The sudden decrease in flow captured within the submitted log files suggests that they formed acutely; however, a duration of time for which the formations were present in the device could not be determined. No additional formations were observed. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow section 6 of the IFU, ¿patient care and management¿, also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the heartmate 3 patient handbook, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.